Event description:
This patient reported from an online forum that they have had many problems with the vns. It was reported that there was a massive amount of scar tissue around the patient's neck and that she is now disfigured and in a lot of pain. The patient also reported that the wires came out of their casing and attached to other surrounding nerves and that there was pain and problems associated with that event. No other relevant information has been received to date.